Event description:
New information received notes that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing recurrence, which was discovered during an in-clinic follow-up. Both the ra & rv leads were capped and replaced on (B)(6) 2026. The patient was discharged following the procedure.

Event description:
Related manufacturer reference number: 2017865-2025-14460. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing. Additionally, the ra lead noise oversensing also resulted in inappropriate mode switch. No changes or interventions were reported; both the ra & rv leads will continue to be monitored. There were no patient consequences.